Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the lead and ipg were replaced. The physician decided to replace the ipg because it was non-functional. The patient was doing well following the procedure. Additional suspect medical device component involved in the event: model #: sc-1110-02 serial / lot #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead was showing high impedance. The patient will undergo lead replacement.

Event description:
A report was received that the patient's lead was showing high impedance. The patient will undergo lead replacement.